Event description:
It was reported while using relion insulin syringe, 3/10ml x 6mm the hub separated from the device. The following information was provided by the initial reporter: relion consumer reported when removing the orange cap, the whole needle component comes off with the cap and is stuck in the orange cap. Stated this happened with 5 syringes from 1 poly bag. Stated this has been happening everyday for the past three days.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (2) 31gx6mm, 0.3ml insulin syringe samples from lot 9343416. Consumer reported when removing the orange cap, the whole needle component comes off with the cap and is stuck in the orange cap. The returned samples were investigated, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; the syringe barrel was not returned for this separated hub. The returned samples were examined, and it was observed that 1 syringe exhibited a broken cannula. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Root cause for the separated hub cannot be determined. CAPA#1630423 was initiated. No evidence of manufacturing defect was observed. Microscopic examination of this syringe revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using relion insulin syringe, 3/10ml x 6mm the hub separated from the device. The following information was provided by the initial reporter: relion consumer reported when removing the orange cap, the whole needle component comes off with the cap and is stuck in the orange cap. Stated this happened with 5 syringes from 1 poly bag. Stated this has been happening everyday for the past three days.